Event description:
Dr (B)(6). Commented that there was haemoarthrosis once he had opened the knee. He said the baseplate and femur appeared well fixed and he commented that there was some stress shielding evident under the anterior part of the baseplate. He took out the 9mm cr insert and replaced it with a 13mm cs lipped insert. He said that perhaps the pt had required a thicker poly insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.